Event description:
Customer reported, the system was displaying a "data error". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended.